Event description:
The trilogy 100 device was sent to a third-party service center for preventive maintenance. A service technician contacted the manufacturer alleging the device is failing a pm test and that she was unable to verify the temperature and humidity. There was no harm or injury reported. The manufacturer rep was having a hard time understanding the service technician but believes they stated code 0030-0100 was observed and that there could possibly be an issue with the central board. The call was disconnected. An attempt was made to contact the service technician but was not successful. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device was eval'd by 3rd party service center and has not yet been returned to the manufacturer.